Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had peritonitis. The hp stated he had peritonitis and the clinic gave him bags to keep in the refrigerator. Additional information received by global pharmacovigilence indicates on (B)(6) 2012, the patient reported that on an unknown date in 2008, the patient began peritoneal dialysis therapy (pd) nightly. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis event was ongoing and improving. The patient remained on pd therapy with no change to dosage. The patient stated that the event of peritonitis was not related to baxter products. The patient reported that he believed it was caused by the patient touching his catheter. The patient was retrained at the pd clinic. No further information was given. Upon follow up on (B)(6) 2012, the nurse reported to global pharmacovigilence that on (B)(6) 2012, the patient was hospitalized for peritonitis. On the same date, the nurse reported that a cell count, gram stain and pd effluent culture was performed. She stated she was uncomfortable providing further information regarding this patient to baxter healthcare. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11h20032, h11i12102, and h11j14081 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for use error - breach in aseptic technique is confirmed because the patient reported touching the catheter, which is a use error that can cause peritonitis. A labeling review was completed and the instructions are accurate and provide sufficient level of detail on preventing the use error - breach in aseptic technique issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.